Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: an opening, creases flat, and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: a striated opening on anterior and partial delamination on plug strap disk shell (adhesive failure). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. Partial delamination on plug strap disk shell assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a right side breast implant exchnage with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted and replaced.